Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus. Prior to cartridge alarm after changing cartridge patient was able to give herself a bolus. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.